Event description:
Patient presented to primary care provider's office for 18 month well exam. 5% mckesson fluoride varnish was applied per uspstf recommendations. Patient immediately had 3 episodes of nbnb emesis after application. Patient was observed in the office for 1 yr with stable vs and no other symptoms (no rash, stridor, gum/lip swelling, wheezing, increased wob). Patient was tolerating electrolyte solution and discharged with mother with instructions to ctm and seek emergency care should he develop rash, difficulty breathing, or resumption of n/v with po intolerance. Family was called 2 hr later and patient had resumption of n/v with po intolerance, therefore was directed to local ed. Patient was evaluated with reassuring physical exam and abdominal radiography. He was administered zofran with resolution of n/v and demonstrated po tolerance before he was discharged home.